Manufacturer narrative:
Device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is stretched 10.4cm from the hub. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that deflation slow occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was inflated once at 14 atmospheres for 30 seconds. However, the balloon took above 60 seconds but within 90 seconds to deflate. The balloon was removed from the patient's body in a deflated state. The procedure was completed with another of the same device. No patient complications were reported.